Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, during morcellation of the uterus, the bowel was lacerated. A general surgeon was called and the laceration of the bowel was repaired. The case was completed without further complications. Antibiotics were given.